Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Although requested, contact declined to upload the pump for tandem technical support to investigate further. Reportedly, customer reverted to an alternative method of insulin therapy. No additional patient or event information was available.